Manufacturer narrative:
The customer material was not returned; therefore, no further investigation was possible.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 5.3 inr. A sample drawn less than one hour later was tested in the laboratory using "innoven (recombinant human tissue)" and the result was 3.6 inr. The therapeutic range was 2.0 - 3.0 inr. The patient was not adversely affected. The customer stated there were some low results earlier from this same meter, but no specific data was provided. There was no medication change for the patient and no health supplements being taken. The patient had no autoimmune disease, no renal or liver insufficiency, or malignant disease. The customer was advised to return the meter and strips for investigation. Relevant retention test strips (lot 128039-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/retention meter marcumar 1: 2.3 inr. Marcumar 2: 2.3 inr. Master lot/retention meter marcumar 1: 2.1 inr. Marcumar 2: 2.2 inr. The obtained results showed a maximum difference of 0.2 inr between retention samples and masterlot. No error messages occurred and the retention material complied with specifications.